Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the user could not read the display screen safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 10/28/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/14/2014 with the following findings:inspection revealed that the display screen image was dim and discolored: the reported issue was duplicated. The reported issue was directly caused by an unidentified display failure. The following findings are unrelated to the reported issue: the keypad was found to be free of damage. Evaluation revealed that the up and down arrow keypad buttons were intermittently responsive, and the contrast keypad button was unresponsive. The keypad cover was removed, and evidence of contamination was found under all of the key contacts; this device failure caused the keypad responsiveness issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.